Manufacturer narrative:
Due to the patient's medical condition, a dnr was in place and no medical intervention was provided following the extubation. It can not be determined how much pulling was on the et tube as a result of the lack of support arm usage by the hospital.

Event description:
It was reported that a male patient in his 70's was intubated for v fib arrest and anoxic brain injury. He was on a ventilator and the et tube was secured by the anchorfast endotracheal attachment device. The patient was intubated for a total of 7 days. The et tube slipped while still being secured by the tube strap and the patient became extubated. The clinical coordinator felt it was a lack of adhesive quality on the anchorfast et tube strap. The patient was going to be terminally extubated the next day and was on a dnr order. The family requested that he not be reintubated and he expired. The clinical coordinator said the department does not use support arms for the ventilation tubing but uses a towel roll on the patient's chest to support the tubing. She stated that there could have been pulling on the et tube as a result of the lack of support arm usage.